Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Implanted date: unknown. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received a letter from a law office reporting their client was allegedly injured as a result of an angio-seal vip vascular closure device. A short time after the placement in the femoral artery, the entire angio-seal device traveled through the patients femoral artery and lodged in the popliteal artery resulting in life threatening leg ischemia.